Manufacturer narrative:
Patient is 18 years or above. Synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04nov2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilatation with a 2.0-15 non-bsc balloon catheter, a 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed that stent was damaged.